Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited high pacing impedance and r-wave amplitude variation. No intervention was performed and the patient would be evaluated for lead revision. Patient condition was stable.

Event description:
It was reported that the right ventricular lead was capped and replaced on 15 sep 2022. Patient condition was stable throughout.